Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2022, a 16mm amplatzer septal occluder was selected for implant for an atrial septal defect (asd) closure. Upon deployment a cobra head deformation was reported on the left atrial disc. The physician re-sheathed and retrieved the device. The cause of the deformation is unknown. A new 16mm amplatzer septal occluder was successfully implanted. There was no impact on the patient or clinically significant delay reported and the patient was reported to be in stable condition. No additional information was provided.

Event description:
N/a.

Manufacturer narrative:
An event of device deformity was reported. The investigation confirmed the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note that per the amplatzer septal occluder instructions for use, the recommended size delivery system for use with a 16 mm amplatzer septal occluder is an 7f.